Event description:
It was observed during the olympus device evaluation the cystonephrofiberscope exhibited a detached forceps channel insertion port and foreign objects in the light guide (lg) lens. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus and evaluated. The foreign material found has been attributed to insufficient cleaning. The customer provided the following details regarding device handling: they did perform cleaning, disinfecting, or sterilizing processes on the device before sending it in for repair. The customer did not know the nature of the foreign material. During pre-cleaning: precleaning was not delayed or skipped. During manual cleaning/reprocessing: it is unknown if there are any abnormalities in the accessories used for reprocessing. The distal end was wiped or brushed with clean, lint-free cloths, brushes, or sponges. In addition to the reportable malfunctions of detached forceps channel insertion port and foreign objects in the light guide (lg) lens, the evaluation found non-reportable malfunctions of device component wear, discoloration, stickiness, corrosion, breakage, and damage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to e1. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, phenomenon 1 "foreign body in the illumination lens" was confirmed however the foreign body in particular could not be confirmed and it was unclear whether the cleaning process was performed correctly however a probable cause could not be confirmed. Additionally, it is likely that phenomenon 2 "the forceps insertion part was broken, and the forceps was pulled out with too much force during cleaning" was caused by mishandling by customer. The event can be detected/prevented by following the instructions for use which state: chapter 7 cleaning, disinfection and sterilization procedures chapter 8 cleaning and disinfection equipment olympus will continue to monitor field performance for this device.